Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced an o2 alarm fault. Complainant indicated that there was no patient involvement in the reported issue.